Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal instrument broke, exposing wires at the end of the shaft. No sparks were visualized, and no error codes were displayed on the generator. This issue occurred during a therapeutic laparoscopic hysterectomy, bilateral salpingectomy and excision of endometriosis procedure. There was no delay, and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
B5: no additional information received from customer. D9: additional information. G1: correction. H2: additional information, device evaluation, correction. H3: additional information. H6: additional information. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: the broken internal wire is due to physical stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.